Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed sores while wearing the lifevest. The patient's physician prescribed nystatin triamcinolone. Initial follow up indicated that the sores were getting worse and the patient elected to end use. Further follow-up attempts were unsuccessful on the status of the sores. The medical outcome is unknown.